Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A company representative reported a patient who resulted with corneal haze six months post corneal inlay procedure involving a laser assisted corneal pocket. An increase in light scatter was also noted one to three months post operatively. Corneal edema was also noted and increased fluctuating vision. Upon follow up, at nine day post operative visit, the surgeon noted visual acuity was decreased and vision had not improved. Surgeon prescribed an antibiotic, steroid and cyclosporine ophthalmic emulsion. There was no improvement seen. At one month post operative visit, there were granular findings in the pocket. The surgeon did not find these to be a visually significant problem.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during device history records review. The clinical review revealed that according to the data files provided, the laser settings were as per recommended cut settings which conform to the recommendation by inlay manufacture. Based on the provided files, there is no indication that shows a malfunction of the laser device that could have lead to haze formation after the pocket procedure. The root cause could not be identified conclusively. (B)(4).